Event description:
Oversensing and inappropriate shocks were reported. Noise on lead reported. The patient had recent shoulder surgery and the incision was reported to be about two inches from the device. Physicians unsure if lead or ICD problem, and replaced both. No further patient complications have been reported as a result of this event.

Event description:
Oversensing and inappropriate shocks were reported. Noise on lead was also reported. The patient had recent shoulder surgery and the incision was reported to be about two inches from the device. Physicians are unsure if there was a lead or ICD problem, and replaced both. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary no anomalies found. Other: oversensing and inappropriate shocks were reported. Noise on lead was also reported. The patient had recent shoulder surgery and the incision was reported to be about two inches from the device. Physicians are unsure if there was a lead or ICD problem, and replaced both. No further patient complications have been reported as a result of this event. No conclusion can be drawn. Interference, shock, inappropriate, noise.